Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp on posterior, stress marks, creases fold and wear abrasion. Base on the device analysis the final assessment is a broken crease sharp on posterior assessed as fold flaw opening. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Healthcare professional reported left side rupture. Chronic nonspecific inflammation, foreign body granuloma, and synovial metaplasia. The devices have been explanted.